Event description:
It was reported that the device was found to be in safety mode. Technical services (ts) was contacted, and ts informed the health care professional about safety mode settings and recommended device replacement. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the device was found to be in safety mode. Technical services (ts) was contacted, and ts informed the health care professional about safety mode settings and recommended device replacement. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicting the device was explanted and replaced due to it being found in safety mode. Noise with oversensing and pacing inhibition was also noted on the right atrial (ra) lead, and so, the physician also elected to surgically abandon and replace the ra lead. The procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device was found to be in safety mode. Technical services (ts) was contacted, and ts informed the health care professional about safety mode settings and recommended device replacement. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicting the device was explanted and replaced due to it being found in safety mode. Noise with oversensing and pacing inhibition was also noted on the right atrial (ra) lead, and so, the physician also elected to surgically abandon and replace the ra lead. The procedure was completed successfully. No additional adverse patient effects were reported.